Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device was not completing the boot-up process. Physio replaced the device's system pcb assembly to resolve the observed issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the observed issue was due to a faulty crystal, designator y1, on the single board computer. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were attempting to access the patient information on the device. The device was also intermittently not powering on when they attempted to power it back on after the power loss issues. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot-up process.